Event description:
It was reported that during device evaluation the laparoscope, gynecologic had damaged fiber bonding in the outer tube area (distal end), and the llk (laser light cable) plug of the video cable section contained foreign material. There were no reports of patient involvement.

Manufacturer narrative:
B3- date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause not established for llk (laser light cable plug of the video cable section contains foreign material, and cause could be component failure for fiber bonding in the outer tube area (distal end) is damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.